Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus endoeye flex deflectable videoscope was not providing an image during use. Additional details relating to the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of image sensor unit or failure of internal board of video connector unit or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.